Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for driveline infection on (B)(6) 2022. The patient noted ongoing redness and increased drainage. An incision and drainage (I&d) procedure was performed. While admitted, the patient had a pump stop on (B)(6) 2022. Prior to the pump stop the patient started to feel dizzy, there were low flow alarms, hazard indicator was on, and the green circle indicator went dark. The bedside nurse urgently exchanged the patient's controller and the pump resumed appropriate function. The patient lost consciousness but a head computed tomography (CT) scan was negative. Log file review of (B)(4) captured low flow events starting on (B)(6) 2022 at 9:55 am which continued intermittently until 10:07 am. The white power lead was disconnected followed by disconnection of the black power lead, resulting in no external power events for about 13 seconds until the driveline was disconnected. Log files from the new controller (B)(4) captured persistent pulsatilty index (pi) events but nothing unusual was noted in the log. As of (B)(6) 2022 the patient had been discharged home and was doing well. Related manufacturer's report regarding controller: 2916596-2022-02071.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log files collectively contained data from (B)(6) 2022 through (B)(6) 2022. Intermittent low flow alarms were captured on (B)(6) 2022 between 09:58:12 and 10:05:44. Pulsatility index (pi) values were elevated during the observed low flow events. On (B)(6) 2022, no external power and power cable disconnect alarms were observed. Within seconds, the driveline was disconnected from the system controller, which caused the pump to stop. The event was associated with power b broken, power a broken, com b fault, com a fault, and low pump current faults flags, as well as low flow, driveline disconnect, and lvad off alarms. This event appeared consistent with the report of the system controller exchange. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of this IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket), as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The IFU states to power the replacement system controller by connecting both the white and black power connections, prior to exchanging system controllers. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 5 of the patient handbook and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in this patient handbook. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.